Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported: would not fire and would not open jaw. It was reported that during the video-assisted thoracoscopic right lower lobectomy, could not fire and could not open the jaw. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.